Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that there was a lead safety switch on this lead and impedances greater than 2500 ohms. Thresholds were also up. The patient passed out and reported of feeling lousy. The patient was scheduled for a lead revision.

Manufacturer narrative:
On (B)(6) 2018 - boston scientific received information from a health care provider that this lead was explanted and replaced on (B)(6) 2018.